Manufacturer narrative:
Patient deatails were not provided from the reporter. Infomration is limited as this is reported third party via a registry.

Event description:
According to the report during the interim progress report of our us clinical study hernia recurrence requiring re-operation. Time: within 30d of surgery. Device: liquifix fix8 72014032. As it is reported via a registry, specific patient details and/or site was not reported. Except that it is in the USA and it is the liquifix fix8 72014032 device.